Manufacturer narrative:
1627487-07262012-002-r,1627487-05242011-002-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the device as recommended. As a result the scs ipg was deemed inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Corrected data: date of explant (B)(6) 2017 was not reported in the initial report. The explant date for the scs ipg is (B)(6) 2017.

Event description:
Additional information received. The scs ipg was explanted on (B)(6) 2017.